Event description:
It was reported the patient's ipg was explanted and replaced on (B)(6) 2017.

Event description:
Follow up identified the patient's scs system was turned on and stimulation therapy was restored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to recharge the ipg and start stimulation. A replacement charger was sent to the patient but it did not resolve the issue. The ipg was inoperable. The patient was referred to a surgeon and surgical intervention may be taken to address the issue.